Manufacturer narrative:
Upon visual inspection, it was confirmed that the device has fractured on the threads of the screw. The remaining fractured components have not been returned for review. The lot number for the screw was not provided and therefore a device history record review could not be completed. Visual inspection in comparison to the drawing did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined.

Event description:
The dentist reported a fractured screw at tooth site # 22.